Event description:
It was reported that while inserting the foley catheter during surgery the first one fell out and so they replaced it. Stated that the second catheter also fell out, so they tested the second catheter and it had a hole in the balloon area. Also, that am a third foley catheter fell out on its own while the patient was sleeping, and they tested the balloon to see if the balloon had a hole and it did.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed cause unknown. A potential root cause for this failure mode could be ¿imperfection in balloon due to process". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The actual/suspected device was inspected.

Event description:
It was reported that while inserting the foley catheter during surgery the first one fell out and so they replaced it. Stated that the second catheter also fell out, so they tested the second catheter and it had a hole in the balloon area. Also, that am a third foley catheter fell out on its own while the patient was sleeping, and they tested the balloon to see if the balloon had a hole and it did.